Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were abundant throughout the sample. A partially circumferential split was observed near the 5cm depth marking. The split occurred within a permanent kink impression. The 5cm depth marking was worn. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed a dully granular fracture surface. Material wear, buckling and discoloration were observed in the vicinity of the split. The split characteristics and permanent kink impression were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which placement, usage and mechanical factors may gradually form a crack(s) in the catheter. The location of the damage suggested that catheter securement and maintenance techniques may have contributed.

Event description:
It was reported that during the infusion of adriamycin, an extravasation occured. It is removed and a 5cm break of the proximal end was confirmed. The device was used for four sessions of chemotherapy treatment. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer2114 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the infusion of adriamycin, an extravasation occured.it is removed and a 5cm break of the proximal end was confirmed. The device was used for four sessions of chemotherapy treatment. No other information was provided.